Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. The returned device indicated a missing grommet, and a damaged set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device encountered premature battery depletion/elective replacement indicator (eri) due to high battery imp edance. During the ipg explant procedure, the physician had difficulties to extract the setscrew. During attempt to extract setscrew the silicone cap was extracted but the setscrew could not unscrew. Finally the ipg setscrew was extracted with difficulties. The ipg was explanted and replaced with a different device. No patient complications have been reported as a result of this event.